Event description:
On (B)(6) 2015 (B)(6) supply received a letter from (B)(6) company, which is the liability carrier for (B)(6) breaks durable medical equipment. On (B)(6) 2015, (B)(6) breaks had received a letter from (B)(6) widow, stating she believed they had delivered partially filled oxygen cylinders, (B)(6) supply is one of several suppliers that (B)(6) breaks uses to fill their customer owned cylinders. (B)(6) supply contacted (B)(6) breaks concerning this matter, and no lot numbers or cylinder counts to confirm who filled the cylinders were available. The alleged event occurred approx one and one half years ago on (B)(6) 2014. (B)(6) supply is voluntarily supplying info brought to our attention.